Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va03609, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # va03609, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the patient was in a car accident and had a return of tremors. The patient was taken to the emergency room (ER) and did not have a patient programmer. The ER did not have a physician programmer to interrogate the device. It was further confirmed that the cause of the event was a motor vehicle accident. There was no surgical intervention done or planned. It was stated that both right and left stimulators were turned off, but per the company device registration, the patient only has one active stimulator with multiple leads. Diagnostic tests were done (xrays and CT scan)but results were pending. The patient also had a worsening of involuntary movements and difficulty speaking. The patient did not require hospitalization and the issues were considered non serious.